Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported when the surgeon switched from phaco to quad mode, the cassette tubing popped out of the spike during a cataract procedure. A new balanced salt solution bottle and cassette was obtained. The procedure was completed with no harm to the patient. The sample is available. No additional information is expected.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The returned cassette was visually inspected and the complaint was confirmed, there was no solvent where the tubing is inserted into the drip chamber. The root cause of the customer's complaint is no solvent was applied at the location where the tubing is inserted into the drip chamber which can cause the tubing to leak. This is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier has been made aware of the issue and the sample has been sent to the supplier for their internal investigation; however, as the occurrence rate for this failure is low and this appears to be an isolated incident, no formal root cause or corrective action has been requested. The manufacturer internal reference number is: (B)(4).